Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported the alaris product experienced leakage at male luer locks. Pharmacist just called to report issues that they have had with their alaris product. They experienced leakage of hazardous drug at the white site near the male luer twice ¿ once yesterday and unknown date. Resulted in a puddle on the floor and patient not getting complete dose but no change/delay to treatment or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007; batch no: unknown. It was reported the alaris product experienced leakage at male luer locks. Pharmacist just called to report issues that they have had with their alaris product. They experienced leakage of hazardous drug at the white site near the male luer twice ¿ once yesterday and unknown date. Resulted in a puddle on the floor and patient not getting complete dose but no change/delay to treatment or medical intervention.